Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per (B)(6) territory manager (tm): the customer stated an alarm mode for air bubble was set to coast but did not witness or see an air bubble alarm. The fsr downloaded the data logs and sent to the manufacturer technical services to evaluate. The data logs indicated that a level alert had occurred during the case which had caused the centrifugal to go into coast. No problem with the device was noted. It was noted that in the perfusion screen, the level alert was configured to put the centrifugal pump into coast mode while a level alarm would indicate message only. The ccp requested that the configuration be changed to a level alert indicating a message only which was completed by the tm. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump went into coast mode and dropped flow to 1 liter per minute (l/min)", there were no alarms present. There was a delay of about one minute as the incident was being assessed and troubleshooted. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: during cpb, an audible tone was heard and a message was posted on the central control monitor (ccm) but the user at the time did not observe the actual message. After further information gathering and review of the system-1 data logs on (B)(6) 2016, a low level alert event occured and the centrifugal motor / pump went to coast speed of (B)(4) revolutions per minute (rpms) (as configured). The data logs indicate a backflow alarm occurred and this is an indication of flow coming backward down the arterial line of the cpb circuit. The patient became hypotensive and the perfusionist (ccp) failed to quickly respond to coast and in this case the resultant backflow. The data logs then indicate the ccp stopped the motor, and it appears the arterial line was clamped as no more backflow alarms appear in the logs. Over the next minute, the pump speed is raised very slowly and finally reaches coast speed and higher to allow for establishment of forward flow. It was discovered the ccp was confused by the low level alert pump response (set to coast and thought it was message only) and also was confused in how to respond to backflow. After this incident, no other issues were experienced during cpb. The field service representative (fsr) visited the user facility, checked out the hardware and no functional issues were found. The fsr assisted the perfusion team to change the low level alert configured response to message only. The case was completed successfully, without associated blood loss. There was a delay of about one minute as the incident was being assessed and troubleshooted. There was no harm observed.